Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (initial reporter), g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the device was used per standard procedure. However, in full auto mode with ECG trigger, the trp sensor pressure waveform and numerical values were not displayed on the csave monitor, despite continued iab catheter assistance. Reconnecting the sensor connector had no effect. The transducer was then connected to the y-fitting, allowing arterial pressure input to continue iabp therapy. The patient later passed away on (B)(6) 2025. Subsequent testing of the cardiosave unit with a test balloon and system trainer showed normal arterial pressure waveform and values.